Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd microbore tri-fuse extension set, 3 IV.c filter leaks. The following information was provided by the initial reporter: the filter port is leaking from the back. It was found to be leaking on two patients today.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the filter port is leaking could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9270 lot number 23029243 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.